Event description:
It was reported that a revision surgery was conducted to remove the implantable stimulator as the patient reported shocking sensation and sudden onset of cauda equina syndrome.

Manufacturer narrative:
A visual inspection of the above mentioned customer returned item was performed. A review of the manufacturing record indicates that the unit was manufactured march 2012 with no discrepancies reported at the time of inspection. Functional testing of the returned implantable unit confirms the unit works as intended. Functional testing included but was not limited to the following tests: unit tester light turns on. Output voltage was measured; output current was measured. Returned unit meet all specification as required. No fail condition was found after the investigation. The unit was found to operated/function as intended. Additionally, the design meets the maximum allowable temperature set forth by the iec 60601-1 standard.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Implant date - unknown.